Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and diminished sensing. No intervention was done, the patient will be closely monitored. The lead is still in use. No patient complications have been reported as a result of this event.